Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break and drive tube leak/break. Since these reportable malfunctions are only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h337 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h337 shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break and drive tube leak/break. No trends were detected for each complaint category. The customer returned photographs for evaluation. The supplied photographs verify the centrifuge bowl broke as blood splatter is seen on the centrifuge chamber walls and the bowl had broken into multiple pieces. The drive tube component of the kit had broken into two pieces and disconnected from the centrifuge bowl. The centrifuge bowl base appears to be intact and contained within the bowl holder of the cellex instrument. The bowl base had a large piece of the outer bowl still attached to it. A material trace of the bowl assembly and its components used to build lot h337 found no related non-conformances. A device history record review of kit lot h337 did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2020.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break and drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported less than 200 ml of whole blood was processed at the time the centrifuge bowl break and drive tube break occurred. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition and would begin a new ecp treatment with a new kit. The customer returned photographs for investigation.